Event description:
It was reported that the patient underwent a bilateral partial knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a left knee revision procedure on (B)(6) 2014 due to dislocation. The tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿

Manufacturer narrative:
This follow-up report is being filed to correct information.